Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the lot number, expiration date and manufacture date were reported as unknown on the initial report. All fields have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during hand surgery, 2 micro qa+ #4/0 eth c-1, suture breakage. The first device was received and evaluated. Upon visual inspection, the device was received in its plastic trial and the other marking drill. The sliding cover and suture card are in place; also, the plastic retaining cap of the suture was bent. It was observed that the anchor was not attached in the suture and was pulled out from the inserter. The suture was broken and frayed near the position of the anchor. However, the distal end of the inserter tip appears to be broken, this holds the anchor in place. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The possible root cause can be attributed when excessive force is applying while deploying the anchor causing the inserter shaft to break. Besides, the damage observed on the inserter shaft is consistent with applying excessive force while inserting the anchor beyond its intended use causing it to bend and suture to snap. However, it cannot be conclusively affirmed. As per IFU- 107414, using excessive force or twist to the inserter, doing may damage the anchor, the suture, or the inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown; therefore, the expiration date is unknown.

Event description:
It was reported by the affiliate in (B)(6) that during a hand surgery procedure on (B)(6) 2020, it was observed that the micro qa+ #4/0 eth c-1 had breakage. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.